Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported the pump stopped working. The customer reported that there were no alarms but my blood glucose was dangerously high. Patient's blood glucose at time of incident was 275 mg/dl. Patient's current blood glucose was 230mg/dl not wearing the pump. The customer reported that they had nausea. The customer¿s blood glucose was 470mg/dl and taking injections with syringe. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Performed displacement test. Test results was no reservoir. Customer declined to perform the high pressure test. The insulin pump will be returned for analysis.